Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing is causing air in line alarms. Additional information: the customer reported to a bd representative during a site visit that they noted the tubing is now coiled more tightly inside the package than it used to be. Often when we open the wrapper, there is an indentation in the tubing area right below the pump air sensor from where one of the plastic clamps has been pressing against it inside the package, even if the clamp is not closed, because it is wound so tightly. This is causing multiple, frequent events of the pumps alarming for air-in-line. The customer reported that it has come to the point where they have considered sending a patient home without treatment, as they are unable to resolve the air-in-line issues. However in seven out of eight recent cases, the tubing was changed which reportedly fixed the problem.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing is causing air in line alarms.